Event description:
The account generated a falsely depressed platelet (plt) of 1.87 10e4/ul on the cell-dyn ruby with sample ID (B)(6). The sample was repeated with plt of 4.78 10e4/ul and showed a smear plt estimate of 50,000/ul. The plt estimate of 50,000/ul was reported outside the laboratory. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
No customer return sample was available for evaluation. A review of the complaint information and submitted data was performed. The specific patient sample had interfering substances and condition, in this case schistocytes. Schistocytes could be the interfering substance for red blood cell/ platelet (rbc/plt) algorithm resulting in schistocytes being mistakenly identified as plt or undercounting plt by eliminating events containing schistocytes. This event is covered in the cell-dyn ruby system operator's manual, under interfering substances and conditions. Based on the evaluation which included review of product historical data, and product labeling, it was concluded that the event was sample-specific and was an isolated incident. A product issue was not determined for the cell-dyn ruby system.

Manufacturer narrative:
Corrected facility name and address. An evaluation is in process. A followup report will be submitted when the evaluation is complete.